Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient experienced back pain. The hcp examined the patient and found a band-aid on his back. After removing the band-aid there was a piece of catheter coming through the exposed hole. The hcp immediately bandage site and referred patient to surgeon. The event occurred during normal use. No surgical intervention had occurred but was planned. It was unknown if surgery was scheduled. The pump was checked, and no events were seen in logs. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were unknown. No further patient complications have been reported as a result of this event.